Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that¿patient had an MRI done on (B)(6) 2021. When he set up the appointment he told them to call patient services. When he got there for the scan he said they had some paperwork and they told him he had to put it into MRI mode. Patient said he didn't see that on his handset. Patient said he turned his device off. When he had the scan he said where the implant was it felt warmer then normal. Stimulator is on the right side. It felt just a little bit warmer, nothing else felt any different. Patient had no return of symptoms. Patient services explained to the patient with his system it is an older system and he doesn't have MRI mode. Patient services told him for his implant he just needs to turn the therapy off. Patient services asked who his managing doctor was and he said he goes to the va urology department in san antonio, texas. He said, each time he gets a different doctor.